Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Indication phenomenon occurred because the main board failed. The cause of the main board failure could not be identified. Based on the event, it is inferred that the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, after power on, the lamp for cavity mode indication (normal and small) flashed and after the cavity mode was selected, the front panel blacked out. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.